Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called regarding condensation build up in the helium tubing. Stated they had already switched to a different pump and changed the helium extender tubing and the condensation was visible again. Instructed the extender tubing from the catheter and the pump, apply suction to remove the condensation, then reconnect and resume therapy. Alarm log on the initial pump showed they recently had an autofill failure alarm and an autofill failure-blood detected alarm. No alarms or messages appeared after switching to different pump. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a condensation related malfunction. Liz, arnp called regarding condensation build up in the helium tubing. She stated they had already switched to a different pump and changed the helium extender tubing and the condensation was visible again. Fse instructed her to disconnect the extender tubing from the catheter and the pump, apply suction to remove the condensation, then reconnect and resume therapy. Alarm log on the initial pump showed they recently had an autofill failure alarm and an autofill failure-blood detected alarm. No alarms or messages appeared after switching to different pump. No further information available. H3 other text : fse did not went onsite to perform repair.

Event description:
N/a.